Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope was showing communication error e216. This occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a tear in the coating of the imaging cable. Based on historical data, possible causes include stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.